Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that capsule damage was noticed during the procedure. The lens was removed intra-operatively and an anterior chamber lens was successfully implanted as a back-up. Patient is reported as doing "fine." Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lot number of the delivery device was not provided and the device was not returned for evaluation. Therefore, a device history record review and product evaluation could not be conducted. Based on the current information the root cause of the event could not be conclusively determined.